Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered causing a temporary drop in battery voltage resulting in the unintentional bd alert. The boston scientific technical services consultant recommended replacement. Additional information indicated that this s-ICD will be returned for analysis after replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered causing a temporary drop in battery voltage resulting in the unintentional bd alert. The boston scientific technical services consultant recommended replacement. Additional information indicated that this s-ICD will be returned for analysis after replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.